Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was intubated and pre-imaging transesophageal echocardiogram (tee) confirmed there was no thrombus present. Venous access was obtained, and a watchman access system (was) was advanced. The activated clotting time (act) was noted to be 293 seconds. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed and implanted after meeting release criteria. No thrombus was ever identified in the procedure. The procedure was concluded. Following extubation, the patient was not responding appropriately. A computed tomography (CT) scan was performed and revealed a basilar artery infarct. The patient was transferred to an outside facility for stroke treatment and thrombectomy procedure, although it is unknown if treatment occurred. No further details were made available.